Event description:
It was reported that this right ventricular (rv) lead exhibited one out-of-range shock lead impedance measurement measuring, greater than 200 ohms. It was noted that the patient has a concomitant cardiac contractility modulation (ccm) device. R waves also fluctuated from 25mv to 3 on a regular basis. Disk analysis was performed and confirmed there are no notable faults and the battery diagnostics appear normal. Additionally, fluoroscopy was performed and there was nothing abnormal. Technical services recommended forcing ccm therapy during an in-office check and then measuring the impedances. The plan is to do this at the neck in office check. At this time, the lead remains in service. No adverse patient effects were reported.